Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly related to the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "material sensitivity reactions. " and "intraoperative or postoperative bone fracture and/or postoperative pain." And "loosening or migration of implants may occur due to loss of fixation, trauma, malalignment, bone resorption, or excessive activity. " this report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. This report is number 2 of 3 mdrs filed for the same event (reference 1825034-2014-03351 /-07496 /-07497).

Event description:
Legal counsel for patient reported patient underwent a left total hip arthroplasty on b)(6) 2009. Patient's legal counsel further reported patient allegations of pain, discomfort, soreness, leg length discrepancy, dysfunction, loss of range of motion, squeaking noise, bone and tissue damage and metallosis. Subsequently, patient underwent a revision procedure on b)(6) 2013. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. Operative report noted patient underwent a right hip revision on b)(6) 2013 due to loosening of the acetabular cup. Revision operative report noted the presence of clear fluid, metal stained tissue, cyst, and a deficit in the posterior wall. The modular head, taper adapter and acetabular cup were removed and replaced.